Event description:
During preparation for use of cardiopulmonary bypass, the centrifugal pump would not switch to battery backup power. The device was replaced with another. There was no adverse consequence to the pt as a result of this event.